Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info was requested and received informing that one pt had airway obstruction due to the product defect, but no life-threatening issue occurred. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported when medical staff inflated the device, air blowing was emerged between outer wall and inner wall which caused the airway to become blocked.